Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer was hospitalized in (B)(6) 2015 due to dehydration. The patient's blood glucose at the time of admission is unknown. The customer had the flu and had ketones. The patient was treated with insulin drip due to the dehydration increasing his blood glucose. The insulin pump was not returned for analysis.